Event description:
On (B)(6) 2010, a male pt was implanted with a gore hybrid vascular graft in an av access application. The procedure was performed in the left arm from the brachial artery to the brachial vein. It was reported to gore that on (B)(6) 2010, the pt presented with a thrombosed graft. A successful thrombectomy procedure was performed. Three days after the thrombectomy procedure, the pt presented with a graft infection and the graft was explanted. The gore hybrid vascular graft had not been cannulated and was patent at the time of explant. It was noted by the physician that the small diameter of the outflow vein could be a possible cause of the graft thrombosis.

Manufacturer narrative:
A review of the mfg and sterilization paperwork has been completed. The review of the mfg and sterilization records for the device verified that the lot met all pre-release specifications.